Event description:
The patient reported that on (B)(6) 2011, she experienced a blood glucose (bg) of 350mg/dl with nausea. She reported she changed the insertion site and bolused through pump. She stated that her bg was later resolved to 190mg/dl. The patient declined troubleshooting of the pump. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powered on normally with a functional display. A review of the pump history showed that daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.